Manufacturer narrative:
Summary of evaluation:the examination results of the replacement insert, although perhaps inconclusive in the absence of the event baseplate, could not verify the reported complaint and suggest that this event is not device related but rather is associated with intra-operative procedure

Event description:
Pt had a pca revision stemmed tibial component implanted approximately 14 years ago as a primary knee. When revising the insert, the 13mm pca neutral insert would not engage or lock onto the tibial component. A 16mm pca neutral insert locked onto the tibial component and used successfully.